Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) leading to tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. It was noted that the trajectory into this very anterior broccoli left atrial appendage (laa) was suboptimal. It was attempted to deploy a 24mm flx pro device by extending the double curve sheath however it was unable to access the anterior depth of laa required for a successful deployment. The watchman double curve sheath was noted to have kinking do to the extreme amount of counter added to the sheath with the device in sheath. The physician pulled back to the right and a new transseptal puncture (tsp) was tried. The anatomy of the fossa ovalis was very thick and an ideal tsp was not attained. The patient was noted to have very low blood pressure and was requiring vasopressors. A moderate to large pericardial effusion was noted on transesophageal echocardiogram (tee) and a pericardiocentesis was immediately performed. Drainage of 600ml of dull coloured blood was done. Patient's vital signs were stabilized and patient was sent to the intensive care unit for overnight observation and care. The patient is expected to fully recover. In the physician opinion, there must have been some type of small perforation when trying to deploy the 24mm flx pro into the laa with a suboptimal trajectory into the laa. The device is not expected to be returned for analysis. It was further reported that the imaging with tee during the case was not great but it was possible to visualized the rf wire without issue after going transseptal. Tent was visualized but the septum was thick throughout. Tsp crossing was safe. The ideal tsp was not attained because it needed to be low and anterior to close the laa. The anatomy was the issue, not the rf wire or dilator/sheath. The physician believes the sheath may have perforated part of the laa when trying to deploy a device with a suboptimal coaxial position into the laa. Act was therapeutic throughout the procedure. Patient was discharged the day after the event.

Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) leading to tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. It was noted that the trajectory into this very anterior broccoli left atrial appendage (laa) was suboptimal. It was attempted to deploy a 24mm flx pro device by extending the double curve sheath however it was unable to access the anterior depth of laa required for a successful deployment. The watchman double curve sheath was noted to have kinking do to the extreme amount of counter added to the sheath with the device in sheath. The physician pulled back to the right and a new transseptal puncture (tsp) was tried. The anatomy of the fossa ovalis was very thick and an ideal tsp was not attained. The patient was noted to have very low blood pressure and was requiring vasopressors. A moderate to large pericardial effusion was noted on transesophageal echocardiogram (tee) and a pericardiocentesis was immediately performed. Drainage of 600ml of dull coloured blood was done. Patient's vital signs were stabilized and patient was sent to the intensive care unit for overnight observation and care. The patient is expected to fully recover. In the physician opinion, there must have been some type of small perforation when trying to deploy the 24mm flx pro into the laa with a suboptimal trajectory into the laa. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.